Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 50 mm abdominal aortic aneurysm. It was reported that on the follow up CT scan revealed that the right common iliac artery was measured 25 mm in diameter. This has caused the right limb stent graft to lose seal with the vessel wall resulting in distal type I endoleak. Per the physician, the cause of the loss of seal and distal type I endoleak was due to patient anatomy, iliac artery dilatation and disease progression. The patient will be monitored. No additional clinical sequelae was reported and the patient is being monitored by the physician.